Event description:
This lead was attempted but not implanted due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
9-jan-2020 - original description was incorrect. Lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
9-jan-2020 - original description was incorrect. Lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.